Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the light guide (lg) lens was peeling off. Thereby creating a possibility of a gap in the adhesive through which dirt can enter the inside of the lens. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair for the possible catching of instruments near the exit of the forceps when instruments are passed through. There is no reported harm to any patients or persons. Upon evaluation of the device it was observed that the adhesive of the light guide (lg) lens was peeling off. Thereby creating a possibility of a gap in the adhesive through which dirt can enter the inside of the lens. This medwatch is being submitted for the reportable issue of the lg lens adhesive peeling as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the light guide was peeling due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.